Event description:
It was reported that the asymptomatic patient presented during a lead revision procedure. The right ventricular lead exhibited capturing anomaly. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.